Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The reported condition was confirmed. The investigation found that auto bipolar remains active when the leads are disconnected from the load. A visual inspection of the chassis front opening found that the bottom of the chassis is bowed upward. When the front assembly is inserted into the chassis the bow was causing the side of the chassis to move inward. This inward movement is causing the steering relay brackets to make contact with the sides of the chassis. The investigation isolated the failure to the deformed chassis, but a root cause was not identified. The chassis was replaced to address the condition. No trend has been identified. No corrective action is required, because no trend has been identified. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the unit remains active in auto bipolar mode when leads are disconnected from the load. No patient injury.